Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that during the change of medications at the end of infusion of diphenhydramine the nurse noticed a separation of the tubing below the drip chamber joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of separation of the tubing below the drip chamber joint was confirmed. Visual inspection observed that the tubing was separated away from the tubing to tubing connector below the drip chamber. A closer inspection did not identify solvent around the end of the tubing. The root cause of the separation is insufficient amount of solvent having been applied to the tubing during the assembly process.

Event description:
The report suggests that during the change of medications at the end of infusion of diphenhydramine the nurse noticed a separation of the tubing below the drip chamber joint. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.